Event description:
It was reported that there were brake issues and the burr stuck on the guidewire. A 1.25mm rotapro and rotawire were selected for use. During procedural preparation, difficulty was experienced advancing the wire through the burr tip. After burring of the lesion, the burr could not be retracted over the wire. The brake failed to release the wire. The wire and burr were withdrawn together, and the procedure was completed. There were no reported patient complications.

Event description:
It was reported that there were brake issues and the burr stuck on the guidewire. A 1.25mm rotapro and rotawire were selected for use. During procedural preparation, difficulty was experienced advancing the wire through the burr tip. After burring of the lesion, the burr could not be retracted over the wire. The brake failed to release the wire. The wire and burr were withdrawn together, and the procedure was completed. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The rotawire was returned within the device. Visual inspection, wire insertion, device-to-device interaction, destructive and functional testing were completed. It was found that the driveshaft (turbine) was corroded, indicating the presence of dried saline within the device. The collet was found to be seated in the brake housing and was closed at the distal end preventing wire movement. The wire was able to be removed with no resistance or issue and was able to be fully inserted with no resistance or issues. The wire remained in place for further brake testing. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. While attempting to rotate the device, the brake defeat button was pressed and failed to perform properly as the brake failed to release the rotawire. During brake testing, the brake engaged with the wire and during an attempt to rotate the device, the wire was able to lock. When the device stalled, the wire failed to then be released from the brake.